Event description:
It was reported that during the lead replacement procedure and wireless programming of the vt zone settings, device oversensing had occurred. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).